Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only and humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. Also, the infusion set is to be changed every 48¿72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer receive multiple occlusion alarms. The customer's blood glucose (bg) level was in the 200s mg/dl and was treated with an injection of insulin. Tandem technical support performed a system check and found the site needed to be changed. However, the customer indicated that the infusion set had been used for 3 days and after the cartridge had been in use of approximately 5 days, the customer refilled it.